Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the cubies in drawer 4.1 was failed and not detected on bus. A field service engineer replaced the drawer controller board for drawer 4.1 due to all pockets failing, had the customer test the drawer and verified that all pockets were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the entire drawer was broken, and all cubies in drawer 4.1 were not detected. Recovery attempts, power off, reboot, and unplug and plug actions were performed, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.